Event description:
It was reported by the customer that pyxis medstation es systems were down, with the device being offline. All dispensing units on the floors were functioning autonomously and are not connecting to the server. Additionally, the patient care dispensing units are not receiving updated patient information or orders. The customer reported that th ere was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of case 05738767 associated with this incident it was determined that the station was operational after it was rebooted; however, none of the stations were able to communicate with the server. A technical support specialist conducted an assessment of the server. It was observed that interface messages were overlapping and data synchronization was being published across all devices. Despite the cce being offline in rss, no issues were apparent. The customer subsequently called back to inform that new patients were still not appearing on the stations, even after communication had been reestablished. The technical support specialist indicated that the stations would need to undergo the disaster recovery process to restore communication. A reverse sync query was applied to all stations. The investigation revealed that the site had been impacted by the ransomware. Further examination uncovered evidence that the ransomware remained on the server, which impeded the troubleshooting process. The field service engineer performed a comprehensive scan of the medstation devices for ransomware, which concluded with no threats detected. The disaster recovery process was then initiated, and a full synchronization was completed. Subsequently, the customer reported an issue with duplicate cubies appearing on all stations. The technical support specialist expressed uncertainty regarding the completeness of the disaster recovery process. This issue was resolved by utilizing the retry mode. A supplemental report will be submitted if additional information obtained from the customer, and if any investigation findings.